Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI:(B) (4), serial:(B) (6), batch: a000138098.

Event description:
It was reported that the patient's lead had migrated. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and the lead was explanted.